Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a low sensing threshold, low pacing lead impedance, high capture threshold, and a loss of capture noted on the right ventricular (rv) lead. Diagnostic imaging was performed, and no anomalies were noted. Insulation damage was alleged to be the cause. The lead was capped and replaced, and the patient was stable with no consequences.